Event description:
It was reported that a vns pt had their generator replaced due to end of service and lead replaced due to high impedance results during pre-op. The surgeon did not visualize a lead fracture during surgery. Attempts for product return and further info are in progress.

Manufacturer narrative:
Device failure is occurred, but did not cause or contribute to a death or serious injury.